Event description:
Boston scientific received information that at the six month device check up, the right ventricular (rv) lead shock impedance measurement was greater than 125 ohms even after changing the lead configurations. Pocket manipulation was performed and also produced varying shock impedances. Review of the daily measurements revealed a trend of varying shock impedances over the last two months. It was noted that the electrogram (egm) were consistently clear of noise and no noise was able to be produced with isometrics or pocket manipulation. A chest x-ray did not reveal any significant findings due to the angle of the image. Induction testing was done, which revealed variable and elevated shocking impedance measurements. Subsequently a revision procedure was performed where connection of the leads was verified by visual inspection. During the procedure it was determined that the distal and proximal set screws may not have been completely tightened. Subsequently the distal and proximal portions of the rv lead were removed from the device header, inspected and re-connected. All measurements were normal after the lead was re-inserted into the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.